Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, the guide wire encountered resistance with the severely calcified anatomy resulting on the reported difficult to remove and stretched guide wire coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that this was a percutaneous coronary intervention treating a left anterior descending (lad), severely calcified lesion. There was no tortuosity. A balance middleweight guide wire (bmw) was successfully placed and a 3.0x28mm xience sierra stent was successfully implanted. During bmw removal, difficulty was encountered and the wire coils had stretched. There was no observed interaction between the stent and bmw and the difficulty removing the bmw was deemed due to anatomy. The bmw was removed from the patients anatomy without further issues. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.